Event description:
Drill broke during case while in use. Per sales rep., "yes there is still a piece of the drill in the patient." The surgeon took x rays and decided it was ok. It's a single use item and was only used once.

Manufacturer narrative:
The complaint was confirmed; the tip has broken off of the device. There are drill marks from where the device was chucked. The condition of the device is consistent with excessive force. Per the IFU; as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. (B)(4)